Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 540 mg/dl and that the insulin pump was alarming no delivery. The customer did not describe their symptoms. The customer treated with insulin injections and the insulin pump. Customer's blood glucose value was 237 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2018. Customer declined to troubleshoot for high readings. Troubleshooting was performed for the no delivery alarm and was resolved yb replacing the infusion set and reservoir. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The product was returned for analysis.